Event description:
On 06/5/2024, it was reported by an arthrex subsidiary employee via e-mail that an ar-4501 meniscal cinch ii second anchor got stuck and was not deployed. The first anchor was removed. The case was completed using another ar-4501 meniscal cinch ii. This was discovered during knee arthroscopy and meniscal repair procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0156-eo g-precautions - 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being applied upon insertion.